Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 36 unopened race packs. Analysis and results: there are no previous complaints of this code-batch. Manufactured and mainly distributed in the market (B)(4) units of this code-batch. There are (B)(4) units in our stock. Received 36 closed samples to analyze this complaints. Tested the knot pull tensile strength of the closed samples received and the results fulfil the OEM requirements. A 0.40 kgf in average and 0.21 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. As stated in the precautions in the instructions for use of the product: the surgical instruments used, such as tweezers and needle holders, shall not cause any crushing or crimping damage to the suture material. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: france. It was reported that the thread breaks too easily, no hold, the thread gives way during the suture.